Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. This unit is not under contract and customer has requested this unit to be serviced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator had flow sensor disc and low clock battery signs. Also, there was not enough tidal volume to the patient. Furthermore, there was no information regarding patient harm associated with the reported event. Customer added that they usually change the vent immediately.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite, performed initial test of unit. Followed with full pm and calibrations. A full verification test was performed and all values are with in specs. Unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.